Manufacturer narrative:
Insulin pump passed the displacement test and self test. No unexpected alarm anomalies noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed software error. Customer cannot recall their blood glucose reading. Troubleshooting was not performed. The insulin pump will be returned for analysis.